Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular leads dislodged sometime after the final device testing post-implant. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.